Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30342358m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During cavotricuspid isthmus (cti) isolation, a steam pop occurred. The procedure was continued, and while mapping atrial tachycardia (at) occurred and the patient¿s blood pressure dropped. Cardiac tamponade was then confirmed by echocardiography. Pericardiocentesis was performed to drain the fluid form the pericardium. After pericardial drainage, the patient's condition improved and was transferred to the intensive care unit (ICU). Extended hospitalization was required. Additional information was provided on 8/4/2020 that the patient was moved to the general ward and was then discharged. No biosense webster product issues nor system errors were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.